Manufacturer narrative:
(B)(4). Eval of the returned product found that on panel side a the zipper that connects the top canopy portion to the mattress envelope has two zipper elements missing also, there is a 1 inch tear at the beginning and portion of the drainage port zipper, the slider is missing. There is a 1/4 inch hole in the net on window a. (B)(4).

Event description:
The customer reported that there is a hole on the net. Customer claims that the holes are 2 inches in length, but is not sure of the exact location. There was no pt incident or injury. Inspection of the product shows that the zipper that connects the top canopy portion to the mattress envelope has two zipper elements missing.